Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and low amplitude. The patient is being prepped for the ablation procedure. Discussed options for optimizing vector and auto set-up but may want to work with physician(s) and wait until after ablation in case anything is altered. The patient experienced pain and a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and low amplitude. The patient is being prepped for the ablation procedure. Discussed options for optimizing vector and auto set-up but may want to work with physician(s) and wait until after ablation in case anything is altered. At this time, the s-ICD system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and low amplitude. The patient is being prepped for the ablation procedure. Discussed options for optimizing vector and auto set-up but may want to work with physician(s) and wait until after ablation in case anything is altered. The patient experienced pain and a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remained in service. No additional adverse patient effects were reported.